Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, it was noticed that the haptic was damaged. Additional information has been requested and received that haptic got stuck in the cartridge during loading the lens. There was no patient contact and surgery completed same day with replacement lens.